Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had decreased from 33% remaining to 16% in one month. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and concluded that the power consumption had been increasing gradually. Device replacement was recommended within 62 days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has returned and been analyzed.